Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had no delivery alarm and then motor error alarm during basal. The blood glucose at the time of the incident was 217 mg/dl. It was stated that the device might have been exposed to a magnetic field at the airport the week before. The customer does not use the sensor feature and was able to rewind. The device will be returned for analysis.